Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Event description:
Customer reported via phone call that the sensor cannula was bent. Sensor had triggered threshold suspend when customer's blood glucose was 118 mg/dl and sensor glucose was 48 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.